Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery).

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported issue mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery). Product history review device history records indicate 25 devices were manufactured under lot k0a37 and all 25 including 4202737 were accepted into final stock on 8/24/17. Complaint history review a review of complaints related to p/n 209063, s/n 4202737 in prodex lot k0a37 shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection revealed no physical damage of unit. Dimensional inspection dimensional inspection was not completed functional inspection clearly shows the failure of the device. Material analysis material analysis was not completed because the failure was functional. Functional inspection upon receiving, mics worked intermittently when cable was exercised, turning on properly when trigger was pulled and off when cable was moved. Shortly after, mics stopped working. Conclusion the handpiece driver electronics (commutation board) communicates with the handpiece trigger. A failure of this communication will break the process that allows the trigger command to result in the motor spinning.

Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery).